Event description:
It was reported that the user awoke to a disconnected infusion set and the pump displayed ¿dosing stopped, connect cgm or enter bg,¿ indicating the system was not receiving cgm data and could not deliver insulin; the user¿s libre 3+ sensor was still on the body but not providing readings, and the user did not have the required mobile app installed and could not access the app store account to complete setup. Symptoms included risk of hyperglycemia due to interrupted insulin delivery. Outcomes included interruption of automated insulin dosing and a bg-run scenario without medical intervention. Customer care provided support that included guided troubleshooting over the phone to navigate the pump cgm screen and instructions to install and start the sensor via the mobile app. Investigation of this case revealed that the infusion set had detached and the cgm-to-pump communication pathway was not established because the mobile app was not installed, consistent with loss of connectivity and use-related setup issues without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and loss of infusion set adherence leading to loss of insulin delivery and cgm data to the pump.